Event description:
Reference number (B)(4) event occurred in egypt. It was reported that patient has adhesive issue event on (B)(6) 2026.the infusions set adhesive was not adhering and fell down on second day of insertion due to scratchinf it accidentally. No further information available.